Event description:
It was reported the chronic right ventricular (rv) lead had impedance issues, poor sensing and high thresholds in the bipolar configuration. Also, it was noted that when the lead was programmed to unipolar there was undersensing. The rv lead was capped and a new rv lead as implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.